Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and log review. Return testing was not completed as returns were not available. A review of tickets determined that there is normal complaint activity. A review of tracking and trending did not identify any trends for the complaint issue. Qc results are within established means at the customer site. Rerun of the sample generated acceptable results as expected. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. A review of the customer architect logs was performed. The pressures for the suspect result are lower than the pressures for the acceptable sample. This is true for both sodium and calcium. This suggested a possible bubble or bubbles were aspirated with the sample, causing less than expected sample volumes to be dispensed for each analyte analysis. The issue appears to be sample-specific, most likely due to bubbles in the sample at the time of aspiration. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
Health effect impact code: (B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the architect c8000 processing module for one patient. On (B)(6) 2021, sid (B)(6) generated an initial result (on serial (B)(4)) of 108 mmol/l, repeated on second instrument (serial (B)(4)) 114 / 115 mmol/l; the patient was sent to the ER on (B)(6) 2021, new sample was collected sid (B)(6) with a result of 136 mmol/l. The customer repeated sample sid (B)(6) on 28apr2021 (on serial (B)(4)) and the results were 136 / 136 mmol/l (customer sodium normal range 136 to 145 mmol/l). The patient was discharged from the emergency room and no treatment was provided. No adverse impact to patient management was reported.